Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left anterior descending artery (dlad). A 2.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the initial inflation at 12 atmospheres for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient remained stable post procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left anterior descending artery (dlad). A 2.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the initial inflation at 12 atmospheres for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient remained stable post procedure.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.